Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier driver was updated followed the es 1.11 upgrade; however, users continued to experience login issues, required four or more attempts to successfully access the device. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that after the es 1.11 upgrade, it still required four or more attempts to log into the device. A technical support specialist (tss) dialed into the pyxis station, reviewed station logs, and confirmed no issues with the bioid component. The tss rebooted the station and performed a manual reinstallation of the biometric identifier (bioid) component. Detection of the lumidigm bioid reader was verified, and driver checks confirmed the latest version was installed. The tss also verified that required services and processes were running before rebooting again. The customer was updated and later field service engineer (fse) confirmed that the issue did not reoccur after driver updates, indicating resolution. The system functioned as intended after the technical support specialist troubleshot the device.